Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa pvi procedure, a fluid leak was noted. Halfway through the procedure, there was an issue with the valve and a combination of fluid and blood was dripping from the agilis 13f sheath. The agilis 13f was replaced and the problem resolved. The procedure was successfully completed with no adverse patient consequences.